Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The tissue pad of the device was in good physical condition and 100% present, not melted off as reported. The device was tested with a generator and was functional.. There were no anomalies noted with the functionality of the device. It could not be determined why the device reported the tissue pad on the top jaw melted and fell off. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic ivor lewis procedure, the tissue pad on the top jaw melted and fell off. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.